Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ pen needle there was an issue with detached needle. There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: one open 32g x 4mm pen needle sample and three photos were returned from an unknown lot. No., cat. No. 320136. Visual examination was carried out on the returned sample and photos and no issues were observed. No lot history review can be carried out as the lot number is unknown. Investigation conclusion: no issues were observed with the returned sample or photos therefore no root cause can be identified.

Event description:
It was reported with the use of the bd¿ pen needle there was an issue with detached needle. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd¿ pen needle there was an issue with detached needle. There was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.